Event description:
Reporter indicated that pt was scheduled for explant due to infection. Further follow-up revealed that the pt's ncp system (generator and lead) was explanted due to methacillin resistant staphylococcus aureus (mrsa) infection at the bipolar lead/cervical area. Treatment of the infection with antibiotics and I&d prior to explant had been unsuccessful. Physician indicated that the pt's infection has resolved.